Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with units of insulin through IV. The customer also stated that she had sensor errors. The customer was assisted with calibration on her pump. The customer will call helpline next time she has a high reading.